Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,000 ohms. There was no evidence of noise on the rv lead. The presenting electrogram (egm) indicated intrinsic atrial sensing with ventricular pacing markers. The morphology on the shock channel indicated appropriate capture. No adverse patient effects were reported as a result of this clinical observation. The device remains implanted.